Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
Customer reported hospitalization during to excessive no delivery alarms. Customer states that the blood glucose reading is unknown. Nothing further reported.